Manufacturer narrative:
Exemption number: e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). Siemens completed the technical investigation of the reported event. The x-ray tube was replaced in december 2018. The system did not experience any additional issues since the tube was changed. The investigation did not identify any general product deficiencies. Additional action is not warranted at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has initiated a technical investigation of the reported event. Dose calculation is also being performed. A root cause has not yet been identified. A supplemental report will be filed upon the completion of the investigation. (B)(6).

Event description:
It was reported to siemens that during use of somatom force device, two scans were aborted, resulting in the infant patient having to undergo two additional scanning procedures. The user reported "the child is fine to date"; however, there is concern regarding the dose and additional contrast medium re-injection. There was concern for the patient's kidneys due to the additional contrast injections. After the test results for the patient's kidneys became available, a third scan of the patient was performed on (B)(6) 2018. The third scan was successful.